Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date data were obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient requested a revision of an inflatable penile prosthesis (ipp) device to see if the physician could re-size his implant. The patient felt his meatus was floppy when it was flaccid and the device was not in-use. The physician confirmed that there was no issue with the functionality of the device and the device was not poor fit once it was in-use and pumped. However, the physician successfully explanted that device, re-dilated and re-measured patient and confirmed they could size the patient up into a 21cm lgx with 2cm rear tip extenders. The physician kept the original reservoir intact and refilled and then reconnected the new device. There were no patient complications.

Event description:
It was reported that the patient requested a revision of an inflatable penile prosthesis (ipp) device to see if the physician could re-size his implant. The patient felt his meatus was floppy when it was flaccid and the device was not in-use. The physician confirmed that there was no issue with the functionality of the device and the device was not poor fit once it was in-use and pumped. However, the physician successfully explanted that device, re-dilated and re-measured patient and confirmed they could size the patient up into a 21cm lgx with 2cm rear tip extenders. The physician kept the original reservoir intact and refilled and then reconnected the new device. There were no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date data were obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported event could not be confirmed. Based on the analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation as incorrect size of the device may have caused the reported event.